Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. Covidien customer support engineer (cse) inspected the device. The device was upgraded to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).